Event description:
It was reported that the patient's atrial lead exhibited noise and low, out of range pacing impedance. The lead was capped and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151380.

Manufacturer narrative:
Correction: d4 - should be blank. A serial number was not provided for the reported device.